Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was over 600 mg/dl and was addressed with a bolus via the pump. The customer stated that they will continue to use the pump until the replacement arrives but also confirmed that an alternate method of insulin delivery was available.